Event description:
Patient's mother reported leakage from the cannula housing to the tubing of the infusion set on the infusion device. Patient's mother reported sometimes experiencing elevated blood glucose levels of 250-upper 400 mg/dl. Treatment received was not provided. Patient's normal blood glucose level was not provided. Patient's mother reported patient was experiencing concern with cannulas from this lot number but no concerns with other lot numbers. Patient's mother reported patient was experiencing no health problems. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The complaint describing a leak at the headset cannot be verified, the head sets meets product specifications. The nineteen unopened ant two opened returned samples were visually inspected and tested for flow and tightness. Additionally a connector click test has been done. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.